Manufacturer narrative:
Section b3: date of event was requested but not provided. The date provided in this report has been estimated. Manufacturer investigation conclusion: superficial driveline damage was confirmed through investigation of the returned distal portion of the driveline (refer to MFR#: 2916596-2020-05258 and MFR#: 2916596-2020-05296). A specific cause for the superficial, external driveline damage could not be conclusively determined through this evaluation. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The patient remains ongoing on (B)(6). The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook contain information on caring for the driveline, possible indications of driveline damage, and how to respond to such events. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2014. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Date of event: date of event was requested but not provided. The date provided in this report has been estimated. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the driveline was rescue taped.